Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the root cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed adhesive residue, what appears to be blood residue, and clamp indentations on the extension leg of the returned sample. A split was observed in the extension tubing of the sample, just within the distal end of the luer connector. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration; however a leak was observed emanating from the split in the extension tubing. A microscopic observation revealed the fracture surfaces of the split in the extension tubing were observed to be rough and exhibited cracks/fissures and beach marks, which are typical of material fatigue. What appeared to be the beginning of additional splitting was observed at one corner of the split and was observed to have similar fracture surface features. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference. The root cause of the observed split is currently unknown; however, possible contributing factures include material fatigue and excessive manipulation of the extension leg. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs0798 showed no other similar product complaint(s) from this lot number.

Event description:
Sales rep reported that saline was leaking where the purple hub and purple tubing meet of a 4 fr single lumen PICC line. Upon further examination of the line, air bubbles were observed in the tubing. The PICC was removed and a new 4 fr single lumen was inserted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0798 showed no other similar product complaint(s) from this lot number.

Event description:
Sales rep reported that saline was leaking where the purple hub and purple tubing meet of a 4 fr single lumen PICC line. Upon further examination of the line, air bubbles were observed in the tubing. The PICC was removed and a new 4 fr single lumen was inserted.